Event description:
Information was received from a company representative via a healthcare provider (hcp) regarding a patient receiving intrathecal morphine at unknown concentration/dose via an implantable pump for unknown indication for use. It was reported that the patient did not like where her pump was implanted. Surgical procedure occurred for changing pump pocket. The pump was implanted in her back and pocket was changed to her abdomen. The issue resolved at the time of this report with the patient's status being "alive-no injury". The patient's weight and medical history were asked, but made unknown. Additional information was received from the company representative (rep) via the healthcare provider (hcp) reported that the reason the patient did not like the location of their pump was that the patient was sitting and laying on pump. It caused mild discomfort when this occurred.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.